Event description:
Healthcare professional reported "rupture". This report is a right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This report is a right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 09, 2024. With lot number 3529635. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29jul2024.